Event description:
Pt suffered facial burns while using an oxygen concentrator and eventually expired.

Manufacturer narrative:
Presently coordinating an evaluation of device with professional respiratory, in (B)(4), or having the device return to airsep corporation for evaluation. A follow-up report will be submitted after the device is evaluated.